Event description:
It was reported that during a failed attempt to cross the rx herculink elite 6.0/15 mm renal stent delivery system (sds) to the proximal right renal artery, during retraction of the sds the stent implant dislodged from the balloon into the patients anatomy. A snare device was used to capture the stent and bring it back into the left iliac artery however, it was unable to be removed through the sheath. Angiography on (B)(6) 2012, showed the stent implant had migrated to the mid aspect of the left profunda femoris artery where it encountered a bifurcation and became hung up. The stent implant is relatively fixed an immobile. A second attempt was made to snare the stent on (B)(6) 2012; however, this attempt also failed. Blood flow is reported to be widely patent through the dislodged stent with no evidence of slow flow. Balloon angioplasty was performed on the lesion in the right renal artery only. The patient remains asymptomatic from the stent in the left profundra femoris, but has other health issues (right lower extremity peripheral vascular disease).

Event description:
It was reported that during the attempt to deploy an rx herculink elite 6.0/15 mm renal stent to the proximal right renal artery, the stent implant dislodged from the balloon delivery system into the patients anatomy. A snare device was used to capture the stent and bring it back into the left iliac artery however, it was unable to be removed through the sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient weight added. Date of event corrected. Event description updated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Correction (common device name) and (PMA/510(k)#.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.